Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a shunt percutaneous transluminal angioplasty (pta), a 4mm x 30cm 155 saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter was inflated for the lesion including an anastomotic part; however, it ruptured within its nominal pressure. It was replaced with another unknown balloon catheter and the procedure was completed. There was no reported patient injury. The device will not be returned due to infectious disease. This was a shunt percutaneous transluminal angioplasty (pta).

Manufacturer narrative:
Upon further review, the event previously captured under 9616099-2020-03487 was reported in error by the sales representative due to miscommunication between the sales rep and the customer. There was no malfunction with the device. There is no evidence of a product malfunction, ; therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.